Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A sentrant sheath was used as a conduit during the implant of a transcatheter bioprosthetic valve procedure. It was reported during on the day of the index procedure minor bleeding was observed from the right common femoral artery. The amount of blood loss was not reported however a blood transfusion was administered and the event resolved on the next day. It was reported following the implant of the transcatheter bioprosthetic valve, dysarthria, confusion, and hemiparesis of the right arm and right side neglect was observed. A brain computed tomography (CT) noted a subcoritcol temporal hypodense region. An acute embolic cerebrovascular accident was reported. Other patient symptoms included dysarthria, memory disturbance and weakness of the right leg. This prolonged hospitalization and medication was administered. As reported, the event resolved with sequalae 7 days following the valve implant procedure. The site assessed the cva as possibly related to the delivery catheter system (dcs), valve, non-medtronic extra stiff guidewire, and as probably related to the procedure. The site assessed the minor bleed from the right common femoral artery as having a causal relationship the sheath and the procedure. No additional clinical sequelae were reported and the patient is fine.